Event description:
Information received regarding the explanted device notes that one day post implant, the impedance was 1500 ohms and the thresholds were 3.5 v. During lead revision surgery, the lead was found to function normally via an analyzer. Therefore, the pulse generator was replaced. The patient was recovering.